Event description:
On (B)(6) 2012 the reporter contacted animas and left a message that the pump was malfunctioning. The reporter noted non-specific "insulin delivery issues." There was no reported adverse event associated with this complaint. Customer support has attempted to contact the reporter multiple times for additional information and troubleshooting, without success. This complaint is being reported because there is an allegation that the pump may not have been delivering insulin as programmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. All of the keypad buttons respond appropriately with normal spring back or click. There were no stuck or hypersensitive keys observed during testing. There were no atypical alarms related to the complaint in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.